Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated normal depletion as the device met expected longevity.

Event description:
It was reported that the patient presented to the hospital because patient felt "uncomfortable." It was also reported that patient was experiencing bradycardia. The device was explanted and replaced. No further patient complications have been reported as a result of this event.